Event description:
Taking a reading with the freestyle meter, then eating. While the customer was eating, he advises that his blood sugar bottomed out and he passed out. His caregiver took two readings while he was unconscious that were in the 200-300 range (exact vales not provided). The paramedics were called and upon arrival, they received a reading of 50 mg/dl. Customer drank two glasses of tea with surgar in it and the paramedics administered a tube of glucose to stabilize him. The reported freestyle readings obtained by the caregiver were not consistent with the customer's state or with the treatment provided.